Event description:
It was reported that a patient death occurred. A rotapro 1.50mm atherectomy coronary catheter was selected for use to treat a lesion within the circumflex artery. During the procedure a perforation occurred and the patient died the same day.